Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the surgical staff encountered an error message indicating there was an obstruction in the jaws of the synchroseal instrument. The surgical staff power cycled the energy source. The surgical staff also replaced the synchroseal instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint, "error code message reading obstruction in the jaws." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the logs showed no errors. However, the instrument was found to have thermal damage to the cut electrode. The instrument passed the electrical continuity and energy delivery tests. The root cause of this failure is attributed to a component failure. Further, a review of the e-100 logs was performed and a "seal electrodes shorted" message was found. When detected, this message displays thorough the system user interface as "inspect for excess fluid or metal object. Hemostasis may be compromised" and likely confirms the customer complaint. The seal electrodes shorting is likely due to grasping a metal or conductive object and attempting to apply energy. Also, "cut electrode shorted" messages were recorded, which indicate arcing events. These messages explain the cut electrode thermal damage found on the instrument. Markings on the inside of the lower jaw indicate the arc remained between the instrument jaws. The cut electrode remained continuous through its entire length. Additional findings noted a tear on the proximal end of the jaw cover and minor scratch marks/indentations on the grip-tips. These findings are likely due to mishandling/misuse, such as instrument collisions. The instrument grip-tips were also found to be misaligned, which would increase the probability of arcing. This finding is likely related to workmanship.